Manufacturer narrative:
Initial.

Event description:
It was reported that the user entered multiple meal announcements overnight without eating to treat a high blood glucose, with a reported glucose of 401 mg/dl that persisted for an extended period, which constituted an improper procedure and represented a user interface interaction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to entering meal boluses as corrections. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.